Event description:
It was reported that the patient had an infection. The system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID 5086mri52, implantable pacing lead implanted: (B)(6) 2011; product ID rvdr01 implantable pulse generator implanted: (B)(6) 2011. (B)(4).